Event description:
User received a cartridge alarm on their pump during pumping, which was verified through the pump history. There was no information available regarding the customer's blood glucose level at the time of the event. Following the incident, a second cartridge was attempted to load with proper technique, and when the alarm recurred, it was determined that the pump needed replacement. The customer was informed of the replacement process and was given instructions for returning the problematic pump within ten days using a pre-paid label. No details were provided concerning the backup therapy the customer planned to use while awaiting the replacement.